Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information available, the root cause of the reported event is unknown. At the completion of the clinical evaluation, based on lack of medical information, there was no evidence to support the following reported events: endoleak type iiib, aneurysm sac growth, with no report of a secondary procedure. Clinical was unable to find evidence to reasonably suggest contributing factors to the reported event due to limited available patient information. The review of manufacturing lot records was not completed, as no lot number information was provided. Device was not returned, therefore, sample physical evaluation was not completed.